Event description:
The nurse inserting the catheter said that the catheter broke off during insertion. She was able to retrieve it with her fingers before it entered the patient.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)